Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, who had an anatomic shoulder replacement, underwent a procedure under anesthesia. The patient was seen in the clinic for a painful shoulder. He reported he had a fall about 2 years ago but has been complaining of worsening pain recently. During an arthroscopic procedure, the surgeon discovered that the patient had fractured the glenoid component of his implant. It appeared to be delaminating. The surgeon removed parts of the poly. The plan is for a revision to reverse of the anatomic shoulder replacement in the near future. There were no surgical delays reported. The patient was last known to be in stable condition following the event. No x-rays were provided. The device remains implanted at this time. No further information.